Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer successfully filled the cartridge with 180 units of insulin, and subsequently experienced fill resistance. Customer's blood glucose level was 120 mg/dl. Reportedly, the customer continued to use the cartridge with 180 units of insulin for insulin therapy.